Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s blood glucose level was 313 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer administered 5u of insulin by injection. The insulin pump had no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer performed displacement test and self-test and they both were passed. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.